Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred. The leak was visually observed outside of the fibers, but contained in the dialyzer. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample was available and has been requested.

Manufacturer narrative:
Plan investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.